Manufacturer narrative:
Cmpl-(B)(4)

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm, which is off-label usage of the device, on 02-14-2024. Data was evaluated and the allegation was confirmed. The probable cause was determined to be transmitter stale stop command. No injury or medical intervention was reported.